Event description:
Two months after implant the patient developed a small area of granulation/superficial infection in the sensor wound. The physician initially treated the patient with topical and oral antibiotics and then on (B)(6) 2015 explanted the entire system. The explant procedure was successfully completed without issue. No sign of infection was noted at the stimulation lead implant site however signs of infection were noted at the ipg and sensor lead implant sites. All incision sites were thoroughly irrigated with antibiotic laced saline solution. The origin of the infection is unknown.

Manufacturer narrative:
Model 3024 neurostimulator serial # (B)(4) manufacturer date 06/28/2014, expiration date 06/28/2016, (B)(4). Model 4063 stimulation lead serial # (B)(4) - manufacturer date 09/01/2014, expiration date- 09/01/2016, (B)(4). Model 4323 sensing lead serial # (B)(4) - manufacture date 07/13/2014, expiration date 07/13/2016, (B)(4).: exact implant date unknown but approximate implant date is (B)(6) 2015. Three requests for return of the devices from the user facility have been made but user facility is unwilling to return them.